Manufacturer narrative:
(B)(4). Report source: (B)(6). Source: kyeong baek kim, sang-min lee, nam hoon moon, min UK do, won chul shin. Early unexpected failure of a vitamin e-infused highly cross-linked polyethylene liner. Medicine 2021;100:41 (e27454). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article a patient underwent a primary left tha. Subsequently, two (2) years post implantation the patient presented to the ER with discomfort and was noted to have liner failure that required revision to remove the fractured superior rim of the liner and femoral head. No further event information available at the time of this report.